Event description:
It was reported that this was a vessel closure of an unknown vessel using a proglide relative to an unspecified procedure. Reportedly, the proglide thread [suture] knot was noted to be stuck inside the body of the device after device removal from the patient. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported difficulty to remove the suture could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, factors that may contribute to difficult to remove include, but are not limited to, tissue or suture caught in the foot, interaction with patient anatomy (calcification) or failure to maintain a stable position of the device with respect to the tissue tract. In this case, it is possible the suture failed to fully capture the artery and/or pulled out of friable tissue such that the suture loop remained within the suture bearing. The suture is released from the suture bearing upon removal of the device from the anatomy when the vessel is successfully captured. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.